Event description:
It was reported that noisy signals were observed from the right ventricular (rv) lead during a remote device check. Boston scientific technical services (ts) were contacted and confirmed episodes of oversensing as a result of the rv lead noise. Additionally, alerts for low, out of range, shock impedance were noted. Ts recommended evaluating the rv lead integrity using isometrics. The patient was seen in clinic and the noisy signals were not reproducible through patient movement and the impedance values were normal. The physician elected to continue with normal follow ups and the patient was stable with no adverse consequences. The system remains implanted and in service.